Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the photographs showed air in the line due to an empty bag. The reported air was verified. The cause of the air could not be determined; however, probable cause is use-related. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique device identifier (UDI) # is based on the di information as no lot number was provided by the reporter. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fluid was not infusing during use of a clearlink system continu-flo solution set. This was observed when a non-baxter warmer was attached to a novum iq large volume pump infusing potassium chloride 10meq/50ml bag. Additionally, when the pump was started, fluid was backing up from the patient's vein into the tubing of the fluid warmer. The solution set had observed air in the line and the drip chamber had an indentation. There was no report of patient injury or medical intervention associated with this event. No additional information is available.